Event description:
Noted lead warning for impedance oor. Device programmed vvi, atrial lead warning on (B)(6) 2021 for low impedance. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).